Event description:
It was reported that the surgeon inserted an aq2010v silicone three piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. The surgery was completed with another lens.

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found one haptic torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.